Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. This event caused by a component failure of ceramic head (insulation break). The insulation break failure is a mechanical component problem, but the cause of insulation break failure could not be determined. The most likely cause is impact, dropping, shock or similar stress. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the resection sheath ceramic distal end is loose. This issue was identified during service/maintenance and not in a clinical setting. There was no patient involvement.